Event description:
Seizures, fibroids, weight gain, fatigue, food allergies, constant periods, grapefruit size blood clot, ect! All caused by the essure implants birth control. I had almost every side effect that was listed for these devices. I had mass fibroids throughout my uterus. The biggest ones growing around the essure devices.